Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a period of time after the implant procedure the implantable cardiac monitor (icm) became exposed. The icm was explanted. No further patient complications have been reported as a result of this event.